Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with corrosion in the top housing, driveshaft and bearings, which were each replaced along with other components.